Event description:
It was reported to philips that image processing computer was unable to boot, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary treatment was performed by the customer when the issue occurred and the procedure was completed by moving the patient in another room. The philips field service engineer (fse) inspected the system on site and confirmed that image processing computer were unable to boot and preventing to generate images. Review of the system log file confirmed the malfunction in frontal ippc. Upon troubleshooting, fse found the ippc failed to power on. To resolve the issue, the fse replaced ippc. The defective ippc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.